Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple button alarms were received on the customers pump. There was no reported impact to the customers blood glucose level. The pump was replaced to address the issue.